Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pcu will not charge when plugged into power source. This was noted during an infusion of noradrenaline. Infusion changed to new pump. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pcu not charging when connected to ac power was confirmed through log analysis and replicated during testing. The pcu was evaluated in the as-received condition and did not illuminate the front ac power indicator when connected to ac power. Intermittent continuity was observed in the ac cable, as the indicator illuminated only when light pressure was applied near the rear connector. An x ray inspection of the ac cable near the female connector showed internal wear on the copper conductor of line l, and a continuity test confirmed intermittent continuity on l with stable continuity on n and e. After replacing the suspect ac power cable with a functional laboratory ac cable, the pcu powered on normally and did not reproduce any system errors. The fast battery conditioning test was performed in maintenance mode and completed successfully, confirming proper charger function and updating the battery capacity to 3965mah. During the functional test with four pump modules infusing at 999ml/hr, the pcu operated normally without alarms or system errors. Preventive maintenance was subsequently performed using asm v12.3 and all tasks passed successfully. The external inspection of the suspect pcu noted the manufacturer seal missing. The internal inspection, by x ray, observed internal wear on the copper conductor of line l inside the ac cable near the female connector. All inspected components were confirmed to be manufactured by bd. The logs from the returned pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on 02dec2025 at 20:00. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. A review of the pcu event log showed that no relevant activity was recorded at 20:00. At 20:20 the system exhibited a sequence of ac to dc transitions within the same minute, accompanied by a low battery status. At 20:21 three consecutive silence key activations were logged. At 20:23 the pump module was selected, and an infusion was started with a programmed rate of 7ml/hr and a vtbi of 62.011ml, at which time the primary volume infused (pvi) was 22.989ml, an accumulated value from a prior infusion. Additional alternating ac and dc transitions were recorded at 20:25 and 20:26. At 20:27 the channel off key was pressed and the devices were powered off, and the unit was removed with a total volume infused (tvi) of 23.421ml. A review of the pcu battery log showed multiple transitions between ac power on and ac power off during the timeframe associated with the reported event. Between 20:20 and 20:26 the log recorded repeated alternations including ac power off, ac power on, and quick charging entries, with charge accumulated values ranging from 1041mah to 998mah, indicating brief consecutive interruptions of ac power. This pattern aligns with the power fluctuations observed in the event log. The bd alaris user manual (v12.1.1) states not to use a device with any damage. Send it to biomedical engineering for repair. According to the bd alaris pcu model 8015 technical service manual (v12.1.2),optimal battery performance requires replacement every two years from the installation date by qualified service personnel; the pcu ships with the battery discharged and, prior to clinical use, should be connected to a hospital grade ac outlet and have battery conditioning performed in maintenance mode for v12.1.1 and later, or alternatively be charged for 16 hours; the power cord should remain connected whenever available because the battery is intended as a backup system; and after operating on battery power, a full 16 hour recharge should be completed before using battery mode again. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of the pcu not charging when connected to ac power is attributed to a damaged ac power cable. Intermittent electrical continuity due to internal wear on the copper conductor of line l inside the ac cable was observed by x ray and confirmed by continuity testing. The pcu was fully evaluated and, after replacing the cable with a known good laboratory ac cable, no issues or anomalies were observed during laboratory testing, and the unit did not reproduce any system errors. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pcu will not charge when plugged into power source. This was noted during an infusion of noradrenaline. Infusion changed to new pump. There was patient involvement but no harm.